Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncopal episode and presented in the clinic. Upon interrogation, the right atrial lead exhibited noise and low impedance. The lead was reprogrammed to address noise. Capture and sensing were both in range and stable. The patient would continue to be monitored.